Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Gap between insert and tray when insert is fixed in tibial tray.

Manufacturer narrative:
Additional narrative: gap between insert and tray when insert is fixed in tibial tray. Conclusion and justification status: following investigation by the supplier (depuy (B)(4)), it was concluded that a DHR review identified no anomalies, a complaints database search identified no previous complaints received referencing this product lot. Re-inspection of the returned product confirmed it to have been manufactured to specification. The root cause of the complaint could not be determined. Should further information come available that impacts the findings in this investigation it will be reopened. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.